Event description:
Procedure: gynecological. Reportedly, the instrument quit cutting during the procedure. It was coagulating and sealing; however, it was difficult to dissect with the device. There was no reported injury.

Manufacturer narrative:
One ls1500 instrument was rec'd for eval. Upon a visual eval, no abnormalities were noticed. The knife was activated with the cut test media in the jaws and acceptable results were noted. Valleylab was unable to duplicate or confirm the customers reported condition.